Event description:
Allegedly pt. Experiencing mom complications. Left hip. Orig. Surg. (B)(6) 2008. Received additional information on 6/16/2015: part and lot numbers. Additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to mom complications. Added the explant date. (Left).